Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. The first medwatch report for svn (B)(4)(reservoir) was reported under MDR # 3004209178-2016-53056.

Event description:
The customer called to report a no delivery alarm and an off no power alarm. The customer's blood glucose reading was 410 mg/dl. The customer treated with manual injections. The customer stated they did not receive a low battery alert prior to the off no power alarm. The customer performed troubleshooting and did not find any problems. The customer was to receive a tubing clamp to perform the high pressure test. Nothing was replaced or returned for analysis.